Manufacturer narrative:
(B)(6). Field service specialist visited the account and change the semiconductor saturable absorber mirror (sesam) and optimize the laser. He also corrected the beam steer position. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported error messages during surgery with the femtosecond laser. It was reported that surgery was performed another day and procedure was successful.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation an optical problem was found. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.